Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving unspecified alarms prior to observing the leak. The patient had called earlier for a heater bag not detected alarm during setup and was advised to re-setup, however, it is unknown if the patient found the leak after cancelling the setup from the previous call. The cause of the leak is unknown. Treatment was canceled. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Attempts were made to obtain additional information, however a response was not received. During the initial call, there was no reported adverse event, symptom, nor serious injury attributed to the event. The cycler was scheduled to be returned to the manufacturer for physical evaluation.